Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer had called on (B)(6) 2015 to report a blank display and a battery out limit alarm after changing the battery. She was sent a battery cap replacement and she called back on (B)(6) to report that the screen was showing a black circle. The customer was assisted with checking status screen and was advised that she needed to set the time and date; during programming, it was found that the act button on the insulin pump is unresponsive. The customer stated that she was in a hotel room, got up in the middle of the night to go to bathroom and was unsure if the insulin pump was bumped. Blood glucose value was 137 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.